Event description:
It was reported by the customer, the doctor was performing a breast biopsy and the vacuum was activating continuously while attempting to retrieve samples from the sample retrieval chamber, thus sucking the samples back into the patient canister. The customer tried a different vacuum setup and received the same issue.